Manufacturer narrative:
Concomitant medical products: product ID: 3982a, lot#: unknown, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead. Product ID: 3982a, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer representative (rep) reported that the patient said that they had a "neurostimulator implosion" following a car accident in (B)(6) 2016 plus a break between the extension of the electrode and the neurostimulator. Due to an accident, an implanted device "exploded" inside the pocket. Now the patient is asking which kind of tissue damage that could have caused. Factors that may have led or contributed to the issue remain unknown. Actions taken included an implantable neurostimulator (ins) replacement. The issue was resolved.